Event description:
Healthcare professional (hcp) reports 2 fiber leaks noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatments without incident. Estimated blood loss= 250cc. Dialyzers were reused 10 and 11 times prior to the reported events. Hcp reports no pt injury or need for medical intervention.